Event description:
Additional information received noting that after undergoing a battery replacement the patient was admitted into the hospital and the vns system was removed due to an infection. The patient is now doing well and the infection has resolved. Device history record was reviewed for the generator and lead. The devices were confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution.

Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: supplemental #01 report inadvertently did not select hospitalization f10 adverse event problem, corrected data: supplemental #01report inadvertently left out codes 'f08' and 'f1903'

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. This report was due on november 25, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 20, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
It was reported that a patient who just underwent a battery replacement was found to have an infection and will undergo an explant. No known surgical intervention has occurred to date. No other relevant information has been received to date.